Manufacturer narrative:
The device was not inspected and technical issues were excluded based on the confirmation from the clinic that this is an isolated incident and the clinic continues to use the device with no issues since this incident. Per provider, the patient exhibited an intense inflammatory reaction already during the treatment. The treatment parameters were not aggressive. Although the patient has been administered corticosteroids and immunosuppressants, the reaction still appears intense 4 months post treatment, indicating that the inflammatory response has not subsided. Although the clinic did not provide a clinical form to in mode, based on the available information, the investigation concluded that the adverse event was most probably caused by intrinsic factors, such as individual immune over-reactivity, and additional extrinsic factors such as application of the numbing cream, which could have predisposed the skin to intense inflammatory reaction, and further exacerbated by the morpheus8 procedure. Nevertheless, the condition is of superficial nature and gradual improvement is expected.

Event description:
Inflammatory reaction on the abdomen with pie/pih 4 months post morpheus8 treatment.